Event description:
Information was received that the cadd prizm pump fails accuracy by 9.3%. No reported adverse effects.

Manufacturer narrative:
One cadd prizm pump was returned for analysis in used condition. The customer complaint was not confirmed. Service replaced the overlay, trimmed the expulsor, calibrated device, and reinstalled software as a precaution. Use testing was performed. The root cause is unknown.